Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "replace sensor" error message with the adc device. The customer was contacted via email and reported that due to this issue, they lost consciousness, requiring treatment of glucose gel, then food. The customer was transferred to hospital where they were additionally provided treatment of gluco-juice and food and drink.